Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal morphine (unknown) and bupivacaine at unknown concentration/doses via an implantable pump for non-malignant pain. It was reported that the patient's pump started doing the low reservoir alarm on (B)(6) 2025 and the pump was filled on (B)(6) 2025 and the pump was still beeping a single tone alarm "every now and then" and the patient was having a return of symptoms. The patient rep stated the patient was able to bolus and the 8835 was showing ok in the alarm section of the personal therapy manager (ptm). The patient rep stated they called the doctor and they were directed to call medtronic. Patient stated he did hear a 10 second single tone alarm but only once in a while.